Event description:
The complaint was reported as: complaint alleges: when the user opened the box, he noticed that one of the plastic bags of one pleur evac had a hole on the right side. The user took another unit (same box): no other issue. No patient injury reported.

Manufacturer narrative:
A device history report (DHR) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was packed and inspected according to specifications. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint can not be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly.